Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon catheter became stuck on a guide wire. The target lesion was located in the calcified obtuse marginal branch of the left circumflex coronary artery. The physician was attempting to advance a 3.5mm x 10mm flextome balloon onto a non-bsc guide wire and the device became fixed to the guide wire. Upon attempting to withdraw the balloon catheter, resistance was noted. The flextome cutting balloon and guide wire were removed as a unit without incident. One outside of the body, the devices were able to be separated after allowing the balloon to dry. Both devices were exchanged for different devices to complete the procedure. There were no pt complications. Pt status was reported as ok.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the balloon catheter became stuck on a guide wire. The target lesion was located in the calcified obtuse marginal branch of the left circumflex coronary artery. The physician was attempting to advance a 3.5mm x 10mm flextome balloon onto a non-bsc guide wire and the device became fixed to the guide wire. Upon attempting to withdraw the balloon catheter, resistance was noted. The flextome cutting balloon and guide wire were removed as a unit without incident. Once outside of the body, the devices were able to be separated after allowing the balloon to dry. Both devices were exchanged for different devices to complete the procedure. There were no patient complications. Patient status was reported as ok.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon catheter confirmed a double kink 20 inches and 44 inches from the distal tip. Examination of the catheter found no other damage or irregularities. The catheter was returned with a 0.013 inch wire through it. The wire was unable to be removed due to the kinks in the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered caused by other device as the cause of the restriction was as a result of the catheter becoming stuck on the guidewire due to the hydrophilic coating of the wire. (B)(4).

Manufacturer narrative:
Eighteen years or older. (B)(4).